Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy testing 3 times. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Received one device. Customer complaint of ¿failed accuracy test 3 times¿ cannot be confirmed through delivery accuracy test. Device passed three accuracy tests within acceptable specifications. Upon further investigation, found torn cassette detect pin seal. Replaced pin seal. Found buckled downstream occlusion sensor (dso) seal. Replaced dso seal. Performed downstream occlusion sensor (dso)/upstream occlusion sensor (uso) calibration. Performed pvt, unit passed all testing criteria. Software updated to 1.6. Unit reset to standard configuration.